Event description:
Complainant alleged that medics responded to a call for pt in a witness cardiac arrest; CPR was being performed upon medics' arrival to the scene. The device was charged to 120 joules and failed to discharge with paddles. The user checked all connections, at pt and at device end and attempted to discharge the device again. However, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the pt, it took approximately "30-60 seconds" between the initial failure to discharge and the first successful defibrillation. The second device was discharged three times to the pt (joules unk). The pt was further treated with "all acls" drugs, including atropine, bicarbonate, bretylium, epinephrine and lidocaine, however the pt's heart rhythm was not restored. Complainant indicated that the pt was transported to the closet emergency room however, the pt subsequently expired.